Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a possible infection. No device problem was found. The pump was intact and there was no sign of leaking or air in system. An antibiotic wash was performed. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.